Event description:
A customer contacted beckman coulter inc. (Bci) in regards to six patients erroneously elevated accutni results. Two of the patients resulted in the risk stratification range and four resulted above acute myocardial infarction (ami) cut-off generated by the unicel (r) dxc 600i synchron access clinical system. The erroneous results were not reported out of the laboratory. Patient samples were retested on the same unit and the results obtained were within the normal reference range. Patient treatment was not impacted by this event.

Manufacturer narrative:
The samples were li heparin plasma and were centrifuged for 10 minutes at 2505 rpm. Qc was within the lab' s established ranges pre and post the event. Customer's event log contained several wash valve motion errors and the customer continued to run the tests. Customer support specialist directed the customer on thorough cleaning of the wash valve. A bci field service engineer (fse) performed hs system check which failed. Fse replaced the wash valve, which was loose and performed verification test and the results were within specification. Although hardware is a likely contributor to this event, a clear root cause can not be determined.